Event description:
Per complaint (B)(4), a patient experienced peri-implantitis. Their dental implant was explanted seven years after initial placement.

Manufacturer narrative:
Follow-up submitted to report device evaluation.